Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar of an unspecified quantity of access sets had connection issues. The collars were not engaged upon connection; the ring that locks in place would "unscrew". This was discovered during use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.